Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and fusion beats. The device was reprogrammed by a boston scientific representative previously. The health care professional (hcp) wanted to know what changes were made. Technical services (ts) stated that they were not able to see the changes. Ts advised the rv pacing may need further evaluation. The hcp was forwarded to customer care center to have the local representative paged to determine what changes were made. The lead remains in use. No adverse patient effects were reported.